Event description:
On (B)(6) 2013, animas received an email from the reporter alleging an intermittent power issue with the subject pump. The patient reported that on at least two separate occasions her pump went into the setup mode asking to confirm battery type when the pump¿s battery had not been removed and/or replaced. No additional information was provided. There was no mention of symptoms or medical intervention required due to the alleged pump issue. Animas customer support made several attempts to reach reporter to obtain additional information and review/troubleshoot the subject pump; however, were unsuccessful in their follow-up attempts. Based on the information provided, there was no indication that the alleged product issue caused and/or contributed to a serious injury. However, this complaint is being reported as a malfunction because the alleged pump issue remained unresolved.